Event description:
Boston scientific received information that this pacemaker's battery has depleted sooner than expected, even with the current leakage from an insulation breach on the non-bsc atrial adaptor. A procedure to replace both the pacemaker and the non-bsc adaptor is expected to take place as soon as possible. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A request for additional information about the procedure has been made, but no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received new information that the patient implanted with this pacemaker and associated right ventricular (rv) lead reported feeling light-headed and presented to the hospital. When checked, it was reported the patient's heart rate was 25 bpm. The patient was transferred to another facility where he could be monitored in the intensive care unit. En route to the other facility, the patient's heart rate recovered to the programmed lower rate limit of the pacemaker, at 80 bpm. When the device was checked at the new facility, rv pacing configuration was observed to be in unipolar. A pacing impedance measurement of greater then 2,500 ohms was noted and the lead safety switch had been triggered. Intermittent pauses in pacing were observed, but then pacing was stable and the patient felt well. After remaining stable for 24 hours, the patient was transferred to a third facility for a replacement procedure. While a device issue could not be ruled out, the physician suspected an incomplete lead fracture as pacing had become consistent in the unipolar configuration.

Manufacturer narrative:
At the revision procedure, an x-ray was performed to evaluate the rv lead; no evidence of lead fracture was observed. The rv lead was tested extensively, with no noise produced and all lead measurements stable and within normal limits. There was no visible damage to the lead. The pacemaker was explanted and another device of the same model was connected to the chronic lead, with good lead measurements again noted. The physician therefore suspected a device header issue. The explanted device was expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Additional information was received regarding the replacement procedure. Electrograms showing a large amount of noise that was oversensed were reviewed. It was reported that the patient was feeling light-headed/presyncopal during these episodes. The field representative was attempting to print a pdf report of the most recent episode, but was not able to print it. A technical services consultant discussed a known issue with the programmer software that did not allow the most recent event to be printed. When a new event was created, the previous one would then be able to be printed. The field representative reported that the explanted device would be returned for analysis the patient and new device would be checked before discharge.

Event description:
Additional information was reported by the field representative that as of today, a revision procedure has not been performed and it is unknown if a revision is planned in the future. At this time our records indicate that this pacemaker remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. The device header was free from damage. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Additionally, longevity calculations showed the device was depleting at a normal rate for the programmed settings and had exceeded the minimum longevity requirements described in device labeling. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the out-of-range impedance and loss of pacing.

Event description:
--